Event description:
It was reported that post-implant, the patient developed an infection with discharge noted at the implant site for their aveir leadless pacemaker (lp) system. Antibiotics were administered to mitigate the infection. The patient's condition was unknown.